Event description:
Medtronic received information that damage (physical or cosmetic), pump error 23 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11c; retainer ring: black. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment), pump error 23, pump error 84, pump error 100, and pump error 112 alarms. Unit p-cap / reservoir locked properly in place and passed displacement test and self test. No unexpected pump error alarms during testing. Pump error 23 was confirmed in the pump history files on (B)(6) 2021 at 11:40:30 and 11:42:55. Pump error 84 was confirmed in the pump history files on (B)(6) 2021 at 11:18:55, 11:28:00, 11:29:13, and 11:42:10. Pump error 100 was confirmed in the pump history files on (B)(6) 2021 at 09:45:06 and 09:46:48. Pump error 100 was confirmed in the pump history files on (B)(6) 2021 at 14:25:47, (B)(6) 2021 at 13:33:09, and (B)(6) 2021 at 12:53:47. The following were noted during visual inspection: pillowing keypad overlay, cracked battery tube threads, and cracked case on battery tube. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked battery tube threads and cracked case on battery tube was noted. Customer allegation of pump error 23 was confirmed on the event date of (B)(6) 2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."